Event description:
It was reported that patient was experiencing leg pain and some unknown complications following an implant procedure. The patient was admitted to the hospital where magnetic resonance imaging was taken and revealed no anomalies. The physician believed that the patient had severe stenosis and thought that with the extra lead at the epidural space, put some compression on the spinal cord causing the pain. The patient underwent a procedure wherein the leads were explanted, and the explanted device were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 7077826.